Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a heater failure. The device was evaluated upon receipt. The heating element has insufficient insulation. This caused an electrical fault. Heater was replaced. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Full initial reporter phone number: (B)(6). Full initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device triggered the isolation monitoring during operation in the intensive care unit (ICU). The defective device dyhqy030 was replaced by another device and the patient was treated without complications. The heating element has insufficient insulation. This caused an electrical fault. Per follow up information received via email on 22jul2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Event description:
It was reported that the arctic sun device triggered the isolation monitoring during operation in the intensive care unit (ICU). The defective device (B)(6) was replaced by another device and the patient was treated without complications. The heating element has insufficient insulation. This caused an electrical fault. Per follow up information received via email on 22jul2024, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.